Manufacturer narrative:
It was reported that the pump was showing an occlusion error, even when there was none. The pump will be sent in for repair. The reported complaint is confirmed in logs, too many high alarm: downstream occlusion alarms found in logs. The dso seal also has minor bubble. The probable cause is dso sensor assembly.

Event description:
It was reported that the pump was showing an occlusion error, even when there was none. The pump will be sent in for repair. There was no reported patient involvement.